Manufacturer narrative:
The air leaking during intubation delayed therapy to patient would cause a disruption in resuscitation efforts and patient oxygen saturation decreased. The complaint of "air leaking during intubation, not delivering the patient o2." Regarding part number af5140mb/lot 428861 was confirmed. Returned product was investigated. Visual inspection identified a loose diaphragm valve within the bag body and it was concluded that the diaphragm valve was not assembled correctly and became loose prior to end-use. A risk assessment was performed, and the ultimate risk was determined to be high which does require reporting to the CAPA review board; the complaint was submitted to carb and they decided to open a CAPA (CAPA-00513) for this issue. There have been two (2) other confirmed complaints regarding part number af5140mb for the same issue within the 24 months preceding the reporting of this issue. A memo, containing the complaint investigation, was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
Air leaking during intubation, not delivering the patient o2.  Occurred during patient use, possible delay in treatment.

Manufacturer narrative:
The air leaking during intubation delayed therapy to patient would cause a disruption in resuscitation efforts and patient oxygen saturation decreased.

Event description:
Air leaking during intubation, not delivering the patient o2.  Occurred during patient use, possible delay in treatment.